Event description:
The manufacturer received information alleging a ventilator's display screen was faulty. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the display screen was found to be broken and not readable. The device's lcd screen was replaced to address the issue.